Event description:
It was reported that the reservoir leaked. The current blood glucose reading is 492 mg/dl. Customer treated with manual injection. The insulin pump also alarmed no delivery. Customer stated that she removed the reservoir and it was wet and there was insulin in the insulin pump. Insulin was in the reservoir compartment. The leak was past the o-rings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.